Event description:
During routine service fse found image artifacts. No pt involved.

Manufacturer narrative:
Service inspected unit and replaced grid covers during routine maintance. System back in service.